Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor electrode or needle fractured while in body. Customer¿s blood glucose was unknown. Customer stated that they did observe needle break during insertion and there was no signal. Sensor will not be returned for analysis.